Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. It is unknown the circumstances in which the event occurred. However, there was no patient involvement.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To resolve the issue, the fse replaced the power management board. As the fse started service checklist and found the compressor temperature was not being reported during the compressor output test. The fse made arrangements to return to the event site to address the temperature issue. The fse did not clear the unit for clinical use but instead put the cardiosave in quarantine. The fse returned and replaced the front end board which resulted in the temperature displaying correctly. The unit passed full calibration, functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. It is unknown the circumstances in which the event occurred. However, there was no patient involvement.